Manufacturer narrative:
Date sent to the FDA: 01/31/2014.it was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with cystoscopy due to urinary stress incontinence.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 11/30/2016. (B)(4). It was reported that patient underwent mesh removal on (B)(6) 2004 by dr. (B)(6) due to detrusor instability, urinary urgency, urge urinary incontinence, and bladder outlet obstruction.

Event description:
It was reported that patient underwent mesh removal on (B)(6) 2004 by dr. (B)(6) due to detrusor instability, urinary urgency, urge urinary incontinence, and bladder outlet obstruction.